Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed as the product was not returned for evaluation (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint event reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a male patient¿s right eye in secondary surgical procedure because of symfony lens intolerance, irregular and regular astigmatism, starbursts and spider web issue in vision. A non-johnson & johnson lens of 19.5 diopter was used as a replacement. It was indicated that no incision enlargement was done; however a vitrectomy was performed and limbal relaxation incision was made. Reportedly the patient states that his vision is better and halos/glare have improved. There was no patient injury reported. The account confirmed that the iol has been discarded.